Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. Results 3252 fracture problem is based off the investigation results of the returned sample; 213 no device problem found is based upon functional testing of the returned sample. Conclusion 4310 is based off the investigation results of the returned sample; 67 is based upon functional testing of the returned sample. One 8fr angio-seal was received for product evaluation. No accessory components were received. Visual inspection revealed that the carrier tube assembly was properly mated with the hemostasis sheath. The deployment sleeve was in the rear lock position with the color bands fully exposed. The hemostatic sheath was splayed open at the distal tip. The anchor could be seen exposed in the cut of the hemostasis sheath. Functional testing was conducted, the deployment sleeve was moved into the forward lock position, and the anchor exited the sheath. The device was then pulled to the rear lock position and the anchor posted against the sheath as intended. Digital force was then applied to the anchor and the suture unwound as intended and tamper tube and collagen released. There were no other functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the cut in the hemostasis sheath was done manually as there were multiple indentations indicating multiple attempts were made to cut the device. This is likely caused by not placing the device cap in the full forward lock position and obstructions to the anchor posting to the distal tip of the hemostatic sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a pci (percutaneous coronary intervention) procedure the 8f angio-seal sts plus could not be deployed. In this case it appeared that during the seal of the puncture, when withdrawing, the insertion sheath came out without any resistance. The anchor and collagen were not deployed. Hemostasis was not reached. The anchor and collagen seemed to be still inside the insertion sheath. Hemostasis was reached by manual compression without complications. Retrieval of the procedure sheath and insertion of the angio-seal device was performed without problems. The "locate" of the artery and the set the anchor steps were performed without any problems. During the seal of the puncture step the problem, as described above, occurred. The patient condition was stable. The procedure outcome was successful. Hemostasis was achieved with manual compression. The blood loss was less than 250cc. The pci was successful.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.